Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the serial/lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced cutting, bleeding, rubbing and pain while wearing non-template aligner arch. Patient ended treatment because of the sharp edges cutting them.

Manufacturer narrative:
Investigation results: we reviewed the DHR for this so-sr04556470 / patient ID# (B)(6)/ site ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (template) were packaged by the first shift by bag-and-box operation on july 26, 2024, in manufacturing supercell sc0, equipment bag-3. The sales order was inspected and met with the acceptance criteria provided by qa. Photo investigation: the provided evidence shows the patient's mandibular teeth with apparent irritation on the lower gum. No aligners are observed mounted on the teeth. The evidence does not show aligners corresponding to the sales order to evaluate the issue of the alleged event. Other: digitally everything looks correct, this needs to be reviewed with the mexicali team.